Event description:
It was reported that during a pci procedure, stent damage occurred. The liberte stent delivery system was unable to cross the lesion. The 90% stenosed lesion being treated was located in the calcified and very tortuous distal left circumflex (lcx). When the physician was "tapping" the device to advance it, the liberte stent delivery system catheter kinked. When the physician checked the device outside of the patient, the distal edge of the stent was flared. No patient complications were reported. The procedure was completed with a different device, and patient status was reported as 'good'.

Manufacturer narrative:
The facility has confirmed that this device has been disposed of; therefore, no direct product analysis can be completed and no root cause determination can be made. The manufacturing records for batch 9280595 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.